Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery compartment and visit to emergency room for high bgs found on (B)(6)2024 (per ss event date). However, as per customer's note: customer returned pump for alleged cosmetic damage located at the battery compartment and visit to emergency room for high bgs found on (B)(6)2024. On (B)(4), svn#: (B)(4) - customer returned pump for alleged unexpected sensor updating alert/sensor anomaly found on (B)(6)2024. On (B)(4), svn#: (B)(4) - customer returned pump for alleged high bgs found on (B)(6)2024. On (B)(4), svn#: (B)(4) - customer returned pump for alleged was hospitalized for high bgs found on (B)(6)2024 (per ss event date). However, as per customer's note: customer returned pump for alleged was hospitalized for high bgs found on (B)(6)2024. On (B)(4), svn#: (B)(4) - customer returned pump for alleged pump/transmitter communication anomaly found on (B)(6)2024. No crack at the battery compartment noted during visual inspection. However, the pump was received with a scratched case. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6)2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event dates of 22-jun-2024, 18-jun-2024 and 19-feb-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event dates of 22-jun-2024, 18-jun-2024 and 19-feb-2024 in the formatted history file. In further full review of the pump history/traces on the event date of 14-oct-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 14-oct-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 14-oct-2024 in the formatted history file. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the (primary) ss event date of 20-nov-2024. In further full review of the pump history/traces on the (primary) customer's event date of 19-nov-2024, there is no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the (primary) customer's event date of 19-nov-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the (primary) ss event date of 20-nov-2024 and (primary) customer's event date of 19-nov-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6)2024 05:15:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor updating alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: (B)(6)2024 11:46:34.000 (B)(6)2024 04:34:58.000 (B)(6)2024 04:44:00.000 power loss alarm was found on: (B)(6)2024 04:45:27.000 (B)(6)2024 04:45:35.000 low battery alert was found on: (B)(6)2024 10:12:00.000 pump error 23 alarm was found on: (B)(6)2024 04:45:04.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6)2024 at 7:03:57 pm. There was no power data available for the date of (B)(6)2024. Unable to check power data for low battery alert. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay. Cosmetic damage at the battery compartment was not confirmed, however, other cosmetic damage was noted during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for unexpected sensor updating alert/sensor anomaly and pump/transmitter communication anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, damage (physical or cosmetic). The customer reported blood glucose value of 349 mg/dl. The customer reported hyperglycemia, hyperglycemia, malaise treated with emergency medical services/ambulance/emergency room visit, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-396a, mmt-332a, mmt-1884, mmt-7040a. Troubleshooting was performed and customer is reporting hypoglycemia. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-396a. No product return is required for mmt-332a. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a.